Event description:
Spouse of home pt (hp) reported 2 incidents of the hp feeling full, as if hp was overfilled, after using the homechoice cycler for apd therapy. Hp's spouse reported hp felt full on 02/07/2000 and 02/09/2000. During each incident hp felt "as if hp's heart was skipping beats" and subsequently performed a manual drain. Hp's spouse reported draining 3400ml during the manual drain on 02/07/2000, which is 1400ml more than the hp's programmed last fill volume of 2000ml. The hp's spouse did not specify the volume of fluid manually drained for the incident on 02/09/2000. Hp went to the emergency room for each incident, however, hp was examined only and released. Follow-up with the hp's healthcare professional (hcp) reveals the sensation in the hp's chest had stopped before hp arrived at the emergency room for both incidents. According to the hcp, nothing unusual was found upon examination at the emergency room. Hp's spouse states that hp felt hp was not draining completely using the homechoice cycler and on 02/23/2000 temporarily switched to continuos ambulatory peritoneal dialysis until the hcp modifies the homechoice cycler programming. Hp's spouse relates that constipation is an issue for hp. The hp's spouse states the doctor has instructed the hp to use metamucil each day for constipation, however, the hp does not. Both hp's spouse and hcp state the hp does not have a history of cardiac related difficulties, however, the hp was given a heart monitor during a followup visit to the dialysis center. According to the hp's spouse and hcp, there was no pt injury or medical intervention as a result of these 2 incidents.